Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 within this past week, it was reported that the patient encountered three infusion set cannulas were bent within 3 hours after insertion. The insertion site was at abdomen. The patient regularly rotated the site location. The patient's blood glucose at time issue was noticed 230 mg/dl. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The issue got resolved by replacing the infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-04193 - device 3 of 3 e1: patient country: united states.